Manufacturer narrative:
(B)(4). Method: device ECG was reviewed and determined the device correctly advised a "no shock" decision. The device performed to its specifications.

Event description:
During deployment of the AED the user was questioning the "no shock advised" decision made by the device.